Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in atrial flutter, with every other beat intrinsically conducted, and there was concern that p-waves were not "being seen". The upper tracking rate was reprogrammed, and the device remains in use. It was further reported that the patient's atrial fib was not being sensed, and the patient complained of feeling 'short of breath.' The device output was raised and the post ventricular atrial blanking was reduced, and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was in atrial flutter, with every other beat intrinsically conducted, and there was concern that p-waves were not "being seen". The upper tracking rate was reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.